Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. The complaint investigation for observed falsely elevated results included a search for similar complaints, and the review of the complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data through abbottlink was evaluated. The patient median result for the lots are comparable with all other lots in the field and confirms no systemic issue for the product lots. Trending review determined no trends for the issue for the product. Device history record review of lots 13535fn00 and 13534fn00 did not show any non-conformances or deviations. Historical testing for a similar issue reported by another customer who complained of elevated anti-hbs negative control after the hbsag q2 positive control was previously completed per between assay reagent cross-contamination (rcc) contaminating potential study protocol (B)(4) with architect hbsag qual ii positive control and both anti-hbs negative and positive control. All specifications were met, and the customer reported issue was not reproduced. The results of the testing confirmed that there is no cross-contamination between assays. Labelling and literature were reviewed which adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot numbers 13535fn00 and 13534fn00 was identified. See MDR# 3008344661-2021-00049-01 for lot# 13535fn00 evaluation.

Manufacturer narrative:
H6. Health effect impact code: f26. Component code: g01003. D8. Was this device service by a third party? No. An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. D4. Lot# changed from unknown to 13534fn00.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated architect anti-hbs results on two patients. Pt 1: initial = 11.4 miu/ml, repeat = 8.9 miu/ml. Pt 2: initial = 11.3 miu/ml, repeat = 7.6 miu/ml. The initial results were processed immediately after processing samples with the architect hbsag assay. No impact to patient management was reported.